Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) functioned for five or six minutes, then iabp alarmed "iab disconnected" and the iabp went into standby. The end user checked and confirmed all connections and nothing was found to be disconnected. The iabp was then restarted and the issue was resolved. There was no harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available.

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) functioned for five or six minutes, then iabp alarmed "iab disconnected" and the iabp went into standby. The end user checked and confirmed all connections and nothing was found to be disconnected. The iabp was then restarted and the issue was resolved. There was no known harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The customer reported that there were two iabps in their possession that experienced the same reported failure; however, they were unable to identify which serial number was associated with this complaint. The facility¿s engineering technician was able to confirm that he evaluated both iabps, no parts were replaced and no repair was needed. The technician performed full calibration and performance testing without any issues or calibrations needed. The iabp ran for 17 hours without the error occurring again. The iabp unit was cleared for clinical use after testing. The 2nd iabp mentioned above was reported under mfg report number: 2249723-2019-00564.

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) functioned for five or six minutes, then iabp alarmed "iab disconnected" and the iabp went into standby. The end user checked and confirmed all connections and nothing was found to be disconnected. The iabp was then restarted and the issue was resolved. There was no harm or adverse event reported.